Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of high hv lead impedance was confirmed in the laboratory. The device was tested on the bench, and the cause of the high hv lead impedance was found to be an anomalous transistor.

Event description:
It was reported that one day after implant, high, out of range, hv lead impedance was observed. The device was explanted and replaced. Patient condition was good.